Event description:
The customer biomed reported while outside of clinical use, the v60 was giving pressure auto sensor auto - zero alarm, specifically error code: 1108- preoperational self-test (post) ¿machine pressure sensor autozero failed.¿ the device was not in patient use at the time of the reported event and no reports of patient/user harm/injury. This prompted a call to philips technical support. Per review of case notes, the remote service engineer (rse) evaluated the device and recommended replacement of solenoid 2 and 4 per the service manual. Rse also provided parts ID for solenoid valve (purge, autozero, crossover) and provided reference to the parts replacement in the service manual and discussed procedures for replacement. Furthermore, it is documented that the repair would be completed at customer facility. Technical support provided remote assistance to the customer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The international philips field service engineer (fse) advised the customer to replace the solenoid 2 and 4 per the service manual and was provided with the part numbers to complete service. The customer has taken responsibility to repair the device. The unit was not returned to service at this time. If new information becomes available at a later time, this case will be re-opened to be re-evaluated. No other anomaly was reported.